Event description:
It was reported that the knife wire broke while using the sphincterotome. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (company representative and health professional should be deselected from the initial medwatch), h6 (corrected component code from 777 - cutter/blade to 452 - electrical lead/wire). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the following mechanisms: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. 5. Since the cutting wire was broken, it was felt that the cutting wire was no longer energized. The knife wire likely broke due to the following mechanism: 1) the device did not protrude from the endoscope until the rear end of the knife wire came into view. 2) due to 1), the knife wire was close to the tip of the endoscope. 3) because electricity was applied in the state of 2), a discharge occurred between the knife wire and the tip of the endoscope. 4) the knife wire became extremely hot due to the discharge and broke. The instructions for use warns the prevention method associated with the event: "a. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. B. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9614641.